Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the driver on the ventilator would not stay centered and the overheat light came on after the unit had been running for a couple hours. The ventilator had the performance check settings on it. The customer noticed a "burnt rubber" smell. There was no patient involvement associated with this issue.